Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported catheter leakage is found during ECG positioning. No other information was provided.

Event description:
It was reported catheter leakage is found during ECG positioning. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a portion of catheter tubing for a 4fr sl groshong catheter. The catheter was leak tested by flushing with water using a 12 ml luer lock syringe. During testing, a leak was observed at the 59 cm depth marker. Microscopic inspection of the leak site found that a circumferentially aligned tear was present. The tear was located near where the metal cannula of the groshong connector is typically attached. However, the size of the tear was significantly smaller than the tip of the connector cannula, making it unlikely that the connector had contributed to the observed damage. Closer inspection of the fracture features found that the edges were sharp and well defined. Striation like patterns seemed to be present on the fracture surface, however, due to the diminutive size of the tear, it was not possible to clearly make out the features. Based on the observed features, it is possible that the catheter had been punctured; however, this could not be conclusively determined. Therefore, the root cause of the observed damaged remains unknown. This complaint will be recorded for future trending and monitoring purposes.